Event description:
It was reported that a (B)(6) female had gone through dialysis earlier in the day. The family witnessed her collapse and requested emergency svs. The customer responded within approx three (3) minutes. CPR was not initiated until arrival of the customer. The pt was confirmed to have no pulse. The device was connected to the pt with quik-combo defibrillation electrodes, but only a "connect electrodes" prompt was displayed. Another set of electrodes was used and the same failure was observed. The second responder arrived approx 3 minutes later and connected a different device to the pt using the same second set of electrodes. The electrodes operated properly and the pt was confirmed to be in ventricular fibrillation. The first of 8 shocks was delivered another minute later. The als crew monitored the pt for approx 39 minutes and she remained in ventricular fibrillation the entire time. The pt was not resuscitated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.